Manufacturer narrative:
According to the complainant, the suspect device has been disposed of and is not available for return. A device evaluation cannot be performed. If any additional relevant information is received, a supplemental medwatch report will be filed.

Event description:
It was reported to boston scientific corporation that an interject injection therapy needle device was used during a colonoscopy procedure performed on (B)(6), 2012. According to the complainant, the nurse was unable to inject epinephrine, while inside of the patient. The needle was able to be primed and flushed prior to the procedure. No damage was noticed to the device. Another interject injection therapy needle device was used to complete the procedure. No patient complications were reported as a result of this event. At the conclusion of the procedure, the patient's condition was reported to be fine.